Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was starting to thin the patients skin as it was rotating in the pocket site. It was also reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.